Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that a bentson straight heparin coated fixed core wire guide was being used for an angiogram and balloon angioplasty procedure. Entry was made through the right femoral artery, and the device was advanced through the left iliac artery, femoral artery, and superficial femoral artery. During removal of the wire, it was found to be frayed approximately 2.5in from the tip. The procedure was continued with another wire, and there were no injuries or additional procedures reported.